Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01 , serial #: sn (B)(4). Cool flow irrigation pump model #: m-5491-02, serial #: unknown. Stockert rf generator model #:m-5463-01, serial #: unknown. Ez steer coronary sinus catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1263-05-s, lot #: unknown. The bwi catheters and their packaging had been discarded by the customer and will not be returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that during a right sided a-flutter procedure, a steam pop was noted after the third rf delivery. The patient was initially stable and the case proceeded. A short time later, the patient was noted to be in third degree heart block and hypotensive. The physician was able to ascertain the presence of a pericardial effusion with resulting tamponade. A pericardiocentesis was performed with approximately 2500 cc of return blood/fluid from the heart. The patient went into full arrest and CPR, intubation and supportive measures were provided. Cardiac surgery team was consulted, but the patient was not taken to the o.r. Due to ongoing resuscitative efforts. Despite these measures, the patient expired. When asked, the user does not believe a bwi product is directly responsible for the death. In spite of multiple attempts to inquire further information regarding the event, no clarification was provided.